Event description:
It was reported that the rigid video laparoscope had error 106. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube thermistor is broken and therefore error 104 occur a root cause could not be identified. Based on the results of the investigation, it was likely that the reportable malfunction could not be determined, and additionally, the most probable cause for the outer tube thermistor is broken, and error 104 occur was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.